Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the active system. Reference medwatch with patient identifier (B)(6) for the performa system.

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 50 mg/dl (active system) and 148 mg/dl (performa system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.